Manufacturer narrative:
A review of production records for the lot in question did not reveal any manufacturing abnormalities. Results of all quality tests performed on the subject lot prior to its release were found to be acceptable. The patient in question noted that she is allergic to a number of medications which, she stated, are too numerous to list. She also reported that she has multiple chemical sensitivities and is allergic to both latex and preservatives. Additionally, during follow-up discussions with the patient, she disclosed that she has utilized heparin from a different manufacturer and experienced similar difficulties. Although this information suggests that the complainant's adverse reaction may have been caused by personal health conditions, there are currently too many variables for excelsior medical to assign a root cause to this particular incident. Device not returned for evaluation.

Manufacturer narrative:
Excelsior medical is currently in the process of conducting an investigation into this incident. An initial review of production records for the lot in question did not reveal any manufacturing abnormalities. Excelsior medical will be filing a follow-up report once our investigation has been completed. Device not returned for evaluation.

Event description:
Patient reported that she suffered an allergic reaction after using one of excelsior medical's pre-filled syringe products. The patient noted that she had flushed 2 or 3 times with excelsior heparin syringes prior to the incident and that after the fourth flush, she experienced difficulty breathing, itchiness in her throat and body, felt flush from head to toe, and developed a rash on her chest. The patient stated that she waited approximately 30 minutes to see if the symptoms would abate. When they did not, she decided to draw the heparin out of her port and then flush the line with heparin from a different manufacturer. After utilizing the second brand of heparin, the patient reported that her condition improved.

Event description:
Patient reported that she suffered an allergic reaction after using one of excelsior medical's pre-filled syringe products. The patient noted that she had flushed 2 or 3 times with excelsior heparin syringes prior to the incident and that after the fourth flush she experienced difficulty breathing, itchiness in her throat and body, felt flush from head to toe, and developed a rash on her chest. The patient stated that she waited approximately 30 minutes to see if the symptoms would abate. When they did not, she decided to draw the heparin out of her port and then flush the line with heparin from a different manufacturer. After utilizing the second brand of heparin, the patient reported that her condition improved.